Manufacturer narrative:
Ge healthcare investigation has been completed, which included a reproduction of the breast coil set up with a similar device. There was no design issue or malfunction identified for the coil or system. The patient did not report any pain or injury on the day of the mr exam. Based on information obtained, the most likely root cause is the pressure point contact with the breast coil coupled with an underlying or pre-existing medical condition that may have contributed to the injury. Patient injuries may occur despite good clinical practices, proper patient positioning, and monitoring. No further actions are planned by gehc.

Manufacturer narrative:
A2: over 60 years a4: 50-60 kgs h3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient had a post-chemotherapy scan on (B)(6) 2023, with no complaints of pain during positioning, during scanning or right after the scan. Later, the patient complained of pain around both sides of their front ribs and was subsequently diagnosed with two fractured ribs. There was no bone displacement.